Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via sr. Inbox that due to low blood glucose, customer was taken to the emergency room three years ago. Customer did not want to be transferred to helpline and did not want a follow-up call.